Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a console with a broken knob on the automated impella controller. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) knob issues has been completed. Data log review was unnecessary for this investigation since the reported issue was physical damage to the console. The console was returned for evaluation. The reported broken knob issue could not be confirmed. The rotary knob on the aic had no physical or functional issues. However, damage to the pump connector and pump connector cover was observed. The pump connector was lodged into the aic and the pump connector cover was completely broken off. It is evident that the pump connector and pump connector cover were what the user meant to report when they said the knob was broken. The pump connector and pump connector cover were observed to be broken, not the rotary knob. Corrections to the initial MFR report: e2-changed to no. E3-changed to biomedical engineer.